Manufacturer narrative:
Bibliography: kim, won-keun, et al. 'Contemporary risk assessment of aortic root injury for new-generation balloon-expandable transcatheter heart valves.' The canadian journal of cardiology (2024): s0828-282x. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information in the article does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : per article, the valve remains implanted in the patient.

Event description:
As reported through a single center study from a european journal article, 'contemporary risk assessment of aortic root injury for new-generation balloon-expandable transcatheter heart valve'. The study cohort consisted of 1,485 patients. Patients who were analyzed with severe aortic stenosis underwent transfemoral tavr with either the sapien 3 or sapien 3 ultra device. This complaint is for 2 patients with an unknown sapien valve implanted in aortic position presented aortic root injury and required a valve-in-valve implantation using a second thv valve.

Manufacturer narrative:
Per article, the valve remains implanted in the patient. A supplemental MDR is being submitted to reference mfg. Report nos. Related to this complaint. This report is 2 of 9 being submitted for this complaint. Reference mfg. Report no. 2015691-2024-01092, 2015691-2024-01095, 2015691-2024-01096, 2015691-2024-01100, 2015691-2024-01102, 2015691-2024-01107, 2015691-2024-01111, and 2015691-2024-01114.